Event description:
The reporter did meter to lab comparison tests, within 20 minutes. The meter read 49 mg/dl, and the lab test result was 205 mg/dl. Reporter did not have any symptoms. Reporter's test strip had been opened for over 4 months, and reporter did not have supplies to do a control solution test. No harm was alleged.